Manufacturer narrative:
The used device was returned to vygon's (B)(4) site on (B)(4) 2010. The device was forwarded to vigon (B)(4) the same day for further investigation. The investigation is not yet complete. A follow up MDR will be submitted with results of the investigation and necessary actions, if any...

Event description:
Premicath PICC had been inserted in the baby (B)(6), for 7 days. The PICC was being infused with tpn and antibiotics. The nurse was holding the baby and cited in the incident report that caution was taken to keep slack on the line. The nurse felt the tubing drop onto her leg and found that the PICC was broken with the attached IV tubing on her leg. The baby required another PICC, with multiple insertion attempts.